Event description:
Pt had surgical procedure in2004, total hip arthroplasty. It was noted by dr in the post-op x-ray to have a metal opacity on the x-rays below the hip implants. After reviewing specialty total hip instrumentation, the m2a impactor plate 52/54 mm had sheared edge. After reviewing events of procedure with the staff, intra-operatively there was a small curved metal sliver removed from the outer edge of the incision. The mds inspected the mechanism within the internal working parts of the m2a impactor, but no elements appeared broken. It was after the md noted the retained metal opacity on the post-op x-ray, the m2a impactor was noted to have the sheared edge.